Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.

Event description:
Reportedly, on operating, opened the package then confirmed the pouch was broken before using.